Event description:
It was reported that the tip broke off of the small pointer during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip broke off of the small pointer during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The user facility did not return the device to the manufacturing facility for failure analysis; therefore, no device evaluation was performed. Device not returned.

Manufacturer narrative:
Device not yet returned for investigation.